Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the affiliate that the h3tuv instrument has full power, but it emits noises sometimes. Another instrument was used to complete the case. There was no consequence to the pt.